Event description:
During in-house testing, the hex value was not greater than c0 on a plunger holder/track ii, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion' depending on the pump's software.

Manufacturer narrative:
During in-house testing, the hex value was not greater than c0 on the track, which would have caused a syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software. This was due to a nonfunctional dome switch on the long flex cable. Medex was able to confirm the issue and determine a cause. The plunger holder/track ii was repaired and returned to the customer. No add'l action is necessary at this time. Medex considers this MDR closed with this report.